Event description:
The patient stated that the blue cog wheel on the piston rod are being damaged by his infusion device. The patient reported that three piston rods have been damaged by his pump. He stated that after two days of use the blue cog wheel will become loose and wobbly which causes the pump to deliver insulin inaccurately. The patient reported that his blood glucose went up to 504 mg/dl. He tries to keep his blood glucose below 200 mg/dl. He stated that he does not get hyperglycemic symptoms. He also has scar tissue on his abdomen. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient is uncomfortable with continuing to use the device. The pump and piston rod will be returned for evaluation.